Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil pierced the tube"), device dislocation ("it migrated to the left side of my abdomen and landed on a nerve"), abdominal distension ("bloating"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("severe cramping"), back pain ("pain in back"), adnexal torsion ("ovarian torsion(bleeding and emergency surgery for ovarian torsion )"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("painful intercourse"), internal haemorrhage ("it blew up like a balloon and then ruptured causing internal bleeding and requiring emergency surgery"), immunosuppression ("immune suppression / immune issues"), pneumonia ("pneumonia") and pelvic pain ("severe and persistent pain") in a 37-year-old female patient who had essure (batch no. 81881-inv, 810881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, chlamydial infection, dysplasia, abortion in 2009, eye operation in 1977, facial operation in 1978, tooth extraction, hypothyroidism and systemic mastocytosis. Patient denies intermenstrual bleeding or painful periods. Patient had no shaking chills or fevers. No rigors. She denied use of tobacco and alcohol. The patient denies history of fibroids, endometriosis, or previous history of ovarian cysts. Concurrent conditions included overweight and anesthesia. Concomitant products included cilest (ortho tricyclen) for birth control, beta-lactamase sensitive penicillins (penicillin) for hives and itching as well as levofloxacin (levaquin). On (B)(6)2011, the patient had essure inserted. In (B)(6)2013, the patient experienced abdominal distension, back pain and dyspareunia (seriousness criteria medically significant and intervention required), pneumonia (seriousness criterion medically significant), anxiety ("anxiety / mental anguish and suffering associated with my physical injuries"), the first episode of fatigue ("fatigue /extreme fatigue"), pain ("body aches"), depression ("depression"), mental impairment ("diminished brain function"), dizziness ("dizziness / I became extremely dizzy, light headed, and had fuzzy thought processes"), vertigo ("vertigo"), malaise ("frequent sicknesses"), bronchitis ("bronchitis"), alopecia ("hair loss / at the rate my hair is falling out I'll be bald by next week"), acne ("acne"), cyst ("cysts"), nausea ("nausea"), insomnia ("insomnia"), the first episode of arthralgia ("joint pain / severe pain in joints /"), loss of libido ("loss of libido"), mood swings ("mood swings"), vomiting ("vomiting"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), dry skin ("dry skin"), peripheral swelling ("swelling of legs, feet and hands"), lymphadenopathy ("swollen lymph nodes/glands"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), urinary incontinence ("incontinence / inability to empty bladder completely"), vitamin d deficiency ("vitamin d deficiency"), weight increased ("weight gain"), tinnitus ("crackling as if fluid in right ear"), amnesia ("memory loss"), memory impairment ("forgetfulness"), myalgia ("muscle pain"), bone pain ("bone pain / my muscles started to ache and so did my bones"), pain in extremity ("leg pain /pain in hands/ pain in feet"), musculoskeletal pain ("pain in shoulder"), neck pain ("pain in necks"), the second episode of arthralgia ("pain in hips") and hypothyroidism ("hypothyroidism/thyroid issues / my thyroid quit functioning within three months of implantation"). In (B)(6)2014, the patient experienced menopausal symptoms ("pre menopausal symptoms") and hot flush ("hot flashes"). On (B)(6)2014, 3 years 6 months after insertion of essure, the patient experienced procedural pain ("pain from surgery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation, vaginal haemorrhage, dysmenorrhoea and abdominal pain (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), immunosuppression (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), the second episode of fatigue ("I had the essure birth control device. Almost killed me. I was in bed for about three months. Then I found crystals"), furuncle ("boils"), feeling abnormal ("brain fog / my brain was so foggy from the nickel allergy that I would stumble through simple things"), allergy to metals ("allergy to nickel / I had severe heavy metal poisoning from the birth control device essure. It has nickel and I had no idea I was allergic"), rash ("rashes"), mass ("bumps"), vaginal discharge ("foul discharge"), metrorrhagia ("metrohhagia"), uterine pain ("pain in my uterus like a burning/stabbing"), ovulation pain ("painful ovulation"), influenza like illness ("I have flu-like symptoms for 1-2 weeks"), rash macular ("my face became blotchy"), asthenia ("weakness") and bronchospasm ("acute bronchospasm"). The patient was treated with surgery (partial hysterectomy, emergency surgery to remove ovary). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, abdominal pain, back pain, adnexal torsion, dysmenorrhoea, internal haemorrhage, immunosuppression, pneumonia, pelvic pain, the last episode of fatigue, malaise, bronchitis, acne, cyst, furuncle, insomnia, loss of libido, mood swings, vomiting, dry skin, peripheral swelling, lymphadenopathy, micturition urgency, pollakiuria, urinary incontinence, vitamin d deficiency, weight increased, tinnitus, amnesia, memory impairment, myalgia, menopausal symptoms, hot flush, bone pain, pain in extremity, musculoskeletal pain, neck pain, the last episode of arthralgia, procedural pain, allergy to metals, rash, mass, vaginal discharge, metrorrhagia, uterine pain, ovulation pain, influenza like illness, rash macular, asthenia and bronchospasm outcome was unknown and the abdominal distension, dyspareunia, anxiety, pain, depression, mental impairment, dizziness, vertigo, alopecia, nausea, hypoaesthesia, paraesthesia, feeling abnormal and hypothyroidism had resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexal torsion, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bone pain, bronchitis, bronchospasm, cyst, depression, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, furuncle, hot flush, hypoaesthesia, hypothyroidism, immunosuppression, influenza like illness, insomnia, internal haemorrhage, loss of libido, lymphadenopathy, malaise, mass, memory impairment, menopausal symptoms, mental impairment, metrorrhagia, micturition urgency, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pneumonia, pollakiuria, procedural pain, rash, rash macular, tinnitus, urinary incontinence, uterine pain, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency, vomiting, weight increased, the first episode of arthralgia, the first episode of fatigue, the second episode of arthralgia and the second episode of fatigue to be related to essure. The reporter commented: mr - four trailing coils seen in the uterus on the patient's right. There was approximately one trailing coils on the left hand. Patient tolerated the procedure well. Pathology report: a coiled 3.5 x 0.1 cm length of white metal is present within the proximal 3 cm of the left fallopian tube and within the adjacent left cornu. A second 3.5 x 0.1 cm length of coiled white metal is present within the right cornu and partially protrudes from the right fallopian tube stump. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Smear cervix - on (B)(6)2011: negative. On (B)(6)2011 : hysterosalpingogram : an essure confirmation test. On (B)(6)2014 : nickel patch test : confirmed nickel allergy. Ultrasound scan : an enlarged right ovary with no flow, consistent with torsion. Ruptured hemorrhagic right ovarian cyst that was not torsed at the time of the or but it looked like it was in the recent past several hours. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, pain, back pain, vaginal haemorrhage. Lot number reported is invalid (81881) . Lot number: 810881 manufacture date: 2010/12 expiration date: 2013/12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of quality-safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil pierced the tube"), device dislocation ("it migrated to the left side of my abdomen and landed on a nerve"), abdominal distension ("bloating"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("severe cramping"), back pain ("pain in back"), adnexal torsion ("ovarian torsion(bleeding and emergency surgery for ovarian torsion )"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("painful intercourse"), immunosuppression ("immune suppression / immune issues"), internal haemorrhage ("it blew up like a balloon and then ruptured causing internal bleeding and requiring emergency surgery"), pneumonia ("pneumonia") and pelvic pain ("severe and persistent pain") in a 37-year-old female patient who had essure (batch no. 81881, 810881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, chlamydial infection, dysplasia, abortion in 2009, eye operation in 1977, facial operation in 1978, tooth extraction, hypothyroidism and systemic mastocytosis. Patient denies intermenstrual bleeding or painful periods. Patient had no shaking chills or fevers. No rigors. She denied use of tobacco and alcohol. The patient denies history of fibroids, endometriosis, or previous history of ovarian cysts. Concurrent conditions included overweight and anesthesia. Concomitant products included cilest (ortho tricyclen) for birth control, beta-lactamase sensitive penicillins (penicillin) for hives and itching as well as levofloxacin (levaquin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), pneumonia (seriousness criterion medically significant), anxiety ("anxiety / mental anguish and suffering associated with my physical injuries"), the first episode of fatigue ("fatigue /extreme fatigue"), pain ("body aches"), depression ("depression"), mental impairment ("diminished brain function"), dizziness ("dizziness / I became extremely dizzy, light headed, and had fuzzy thought processes"), vertigo ("vertigo"), malaise ("frequent sicknesses"), bronchitis ("bronchitis"), alopecia ("hair loss / at the rate my hair is falling out I'll be bald by next week"), acne ("acne"), cyst ("cysts"), nausea ("nausea"), insomnia ("insomnia"), the first episode of arthralgia ("joint pain / severe pain in joints /"), loss of libido ("loss of libido"), mood swings ("mood swings"), vomiting ("vomiting"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), dry skin ("dry skin"), peripheral swelling ("swelling of legs, feet and hands"), lymphadenopathy ("swollen lymph nodes/glands"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), urinary incontinence ("incontinence / inability to empty bladder completely"), vitamin d deficiency ("vitamin d deficiency"), weight increased ("weight gain"), tinnitus ("crackling as if fluid in right ear"), amnesia ("memory loss"), memory impairment ("forgetfulness"), myalgia ("muscle pain"), bone pain ("bone pain / my muscles started to ache and so did my bones"), pain in extremity ("leg pain /pain in hands/ pain in feet"), musculoskeletal pain ("pain in shoulder"), neck pain ("pain in necks"), the second episode of arthralgia ("pain in hips") and hypothyroidism ("hypothyroidism/thyroid issues / my thyroid quit functioning within three months of implantation"). In (B)(6) 2014, the patient experienced menopausal symptoms ("pre menopausal symptoms") and hot flush ("hot flashes"). On (B)(6) 2014, 3 years 6 months after insertion of essure, the patient experienced procedural pain ("pain from surgery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria medically significant and intervention required), immunosuppression (seriousness criterion medically significant), the second episode of fatigue ("I had the essure birth control device. Almost killed me. I was in bed for about three months. Then I found crystals"), internal haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), furuncle ("boils"), feeling abnormal ("brain fog / my brain was so foggy from the nickel allergy that I would stumble through simple things"), allergy to metals ("allergy to nickel / I had severe heavy metal poisoning from the birth control device essure. It has nickel and I had no idea I was allergic"), rash ("rashes"), mass ("bumps"), vaginal discharge ("foul discharge"), metrorrhagia ("metrohhagia"), uterine pain ("pain in my uterus like a burning/stabbing"), ovulation pain ("painful ovulation"), influenza like illness ("I have flu-like symptoms for 1-2 weeks"), rash macular ("my face became blotchy"), asthenia ("weakness") and bronchospasm ("acute bronchospasm"). The patient was treated with surgery (underwent hysterectomy), surgery (hysterectomy), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy), surgery (partial hysterectomy), surgery (partial hysterectomy), surgery (emergency surgery to remove ovary), surgery (partial hysterectomy), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy), surgery (emergency surgery), surgery (emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy), surgery (partial hysterectomy), surgery (partial hysterectomy), surgery (partial hysterectomy), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary), surgery (partial hysterectomy, emergency surgery to remove ovary) and surgery (partial hysterectomy, emergency surgery to remove ovary). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, abdominal pain, back pain, adnexal torsion, dysmenorrhoea, immunosuppression, the last episode of fatigue, internal haemorrhage, pneumonia, pelvic pain, malaise, bronchitis, acne, furuncle, insomnia, loss of libido, mood swings, vomiting, dry skin, peripheral swelling, lymphadenopathy, micturition urgency, pollakiuria, urinary incontinence, vitamin d deficiency, weight increased, tinnitus, amnesia, memory impairment, myalgia, menopausal symptoms, hot flush, bone pain, pain in extremity, musculoskeletal pain, neck pain, the last episode of arthralgia, procedural pain, allergy to metals, rash, mass, vaginal discharge, metrorrhagia, uterine pain, ovulation pain, influenza like illness, rash macular, asthenia and bronchospasm outcome was unknown and the abdominal distension, dyspareunia, anxiety, pain, depression, mental impairment, dizziness, vertigo, alopecia, nausea, hypoaesthesia, paraesthesia, feeling abnormal and hypothyroidism had resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexal torsion, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bone pain, bronchitis, bronchospasm, cyst, depression, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, furuncle, hot flush, hypoaesthesia, hypothyroidism, immunosuppression, influenza like illness, insomnia, internal haemorrhage, loss of libido, lymphadenopathy, malaise, mass, memory impairment, menopausal symptoms, mental impairment, metrorrhagia, micturition urgency, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pneumonia, pollakiuria, procedural pain, rash, rash macular, tinnitus, urinary incontinence, uterine pain, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency, vomiting, weight increased, the first episode of arthralgia, the first episode of fatigue, the second episode of arthralgia and the second episode of fatigue to be related to essure. The reporter commented: mr - four trailing coils seen in the uterus on the patient's right. There was approximately one trailing coils on the left hand. Patient tolerated the procedure well. Pathology report: a coiled 3.5 x 0.1 cm length of white metal is present within the proximal 3 cm of the left fallopian tube and within the adjacent left cornu. A second 3.5 x 0.1 cm length of coiled white metal is present within the right cornu and partially protrudes from the right fallopian tube stump. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Smear cervix - on (B)(6) 2011: negative. On (B)(6) 2011 : hysterosalpingogram : an essure confirmation test. On (B)(6) 2014 : nickel patch test : confirmed nickel allergy. Ultrasound scan : an enlarged right ovary with no flow, consistent with torsion. Ruptured hemorrhagic right ovarian cyst that was not torsed at the time of the or but it looked like it was in the recent past several hours. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, pain, back pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr. Case became medically confirmed. Essure lot number (810881) added. Added events: dysmenorrhoea, vaginal haemorrhage, asthenia, bronchospasm. Surgical treatment for dysmenorrhoea, vaginal haemorrhage, back pain, anxiety, pelvic pain, fatigue, abdominal distension, depression, mental impairment, dizziness, vertigo, malaise, pneumonia, alopecia, hypothyroidism, immunosuppression, acne, furuncle, cyst, insomnia, dry skin, arthralgia, loss of libido, dyspareunia, peripheral swelling, lymphadenopathy, urinary incontinence, pollakiuria, micturition urgency, vitamin d deficiency, tinnitus, weight increased, amnesia, memory impairment, feeling abnormal, bone pain, myalgia, asthenia, bronchitis, mood swings, vomiting, nausea, hypoaesthesia, paraesthesia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the coil pierced the tube'), device dislocation ('it migrated to the left side of my abdomen and landed on a nerve'), abdominal distension ('bloating'), vaginal haemorrhage ('heavy vaginal bleeding'), abdominal pain ('severe cramping'), back pain ('pain in back'), adnexal torsion ('ovarian torsion(bleeding and emergency surgery for ovarian torsion )'), dysmenorrhoea ('dysmenorrhoea'), dyspareunia ('painful intercourse'), internal haemorrhage ('it blew up like a balloon and then ruptured causing internal bleeding and requiring emergency surgery'), immunosuppression ('immune suppression / immune issues'), pneumonia ('pneumonia') and pelvic pain ('severe and persistent pain') in a 37-year-old female patient who had essure (batch no. 81881-inv, 810881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion in 2009, facial operation in 1978, eye operation in 1977, gravida ii, parity 1, chlamydial infection, dysplasia, tooth extraction, hypothyroidism, systemic mastocytosis, penicillin allergy, short of breath and diarrhea. Patient denies intermenstrual bleeding or painful periods. Patient had no shaking chills or fevers. No rigors. She denied use of tobacco and alcohol. The patient denies history of fibroids, endometriosis, or previous history of ovarian cysts. Concurrent conditions included overweight, anesthesia, allergic reaction to analgesics, bleed in luteal cyst, follicular cyst of ovary, cough, diarrhea, muscle weakness, hirsutism, flash hot, hypoglycemia, emotional disorder, lymphadenopathy, stress incontinence, female, pressure in vagina and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) for birth control, penicillin nos for hives and itching as well as levofloxacin (levaquin). On (B)(6) 2011, the patient had essure inserted. In january 2013, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), pneumonia (seriousness criterion medically significant), anxiety ("anxiety / mental anguish and suffering associated with my physical injuries"), the first episode of fatigue ("fatigue /extreme fatigue"), pain ("body aches"), depression ("depression"), mental impairment ("diminished brain function"), dizziness ("dizziness / I became extremely dizzy, light headed, and had fuzzy thought processes"), vertigo ("vertigo"), malaise ("frequent sicknesses"), bronchitis ("bronchitis"), alopecia ("hair loss / at the rate my hair is falling out I'll be bald by next week"), acne ("acne"), cyst ("cysts"), nausea ("nausea"), insomnia ("insomnia"), painful joints ("joint pain / severe pain in joints /"), loss of libido ("loss of libido"), mood swings ("mood swings"), vomiting ("vomiting"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), dry skin ("dry skin"), peripheral swelling ("swelling of legs, feet and hands"), lymphadenopathy ("swollen lymph nodes/glands"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), urinary incontinence ("incontinence / inability to empty bladder completely"), vitamin d deficiency ("vitamin d deficiency"), tinnitus ("crackling as if fluid in right ear"), amnesia ("memory loss"), memory impairment ("forgetfulness"), myalgia ("muscle pain"), bone pain ("bone pain / my muscles started to ache and so did my bones"), pain in extremity ("leg pain /pain in hands/ pain in feet"), musculoskeletal pain ("pain in shoulder"), neck pain ("pain in necks"), painful hips ("pain in hips") and hypothyroidism ("hypothyroidism/thyroid issues / my thyroid quit functioning within three months of implantation") and was found to have weight increased ("weight gain"). In september 2014, the patient experienced menopausal symptoms ("pre menopausal symptoms") and hot flush ("hot flashes"). On (B)(6) 2014, the patient experienced procedural pain ("pain from surgery"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), immunosuppression (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), the second episode of fatigue ("I had the essure birth control device. Almost killed me. I was in bed for about three months. Then I found crystals"), furuncle ("boils"), feeling abnormal ("brain fog / my brain was so foggy from the nickel allergy that I would stumble through simple things"), allergy to metals ("allergy to nickel / I had severe heavy metal poisoning from the birth control device essure. It has nickel and I had no idea I was allergic"), rash ("rashes"), mass ("bumps"), vaginal discharge ("foul discharge"), metrorrhagia ("metrorrhagia"), uterine pain ("pain in my uterus like a burning/stabbing"), ovulation pain ("painful ovulation"), influenza like illness ("I have flu-like symptoms for 1-2 weeks"), rash macular ("my face became blotchy"), asthenia ("weakness"), bronchospasm ("acute bronchospasm"), lethargy ("lethargic") and ovarian rupture ("ovary burst"). The patient was treated with surgery (emergency surgery to remove ovary, partial hysterectomy, partial hysterectomy, emergency surgery to remove ovary, emergency surgery, hysterectomy, partial hysterectomy and underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, abdominal pain, back pain, adnexal torsion, dysmenorrhoea, internal haemorrhage, immunosuppression, pneumonia, pelvic pain, the last episode of fatigue, malaise, bronchitis, acne, cyst, furuncle, insomnia, painful joints, loss of libido, mood swings, vomiting, dry skin, peripheral swelling, lymphadenopathy, micturition urgency, pollakiuria, urinary incontinence, vitamin d deficiency, weight increased, tinnitus, amnesia, memory impairment, myalgia, menopausal symptoms, hot flush, bone pain, pain in extremity, musculoskeletal pain, neck pain, painful hips, procedural pain, allergy to metals, rash, mass, vaginal discharge, metrorrhagia, uterine pain, ovulation pain, influenza like illness, rash macular, asthenia, bronchospasm, lethargy and ovarian rupture outcome was unknown and the abdominal distension, dyspareunia, anxiety, pain, depression, mental impairment, dizziness, vertigo, alopecia, nausea, hypoaesthesia, paraesthesia, feeling abnormal and hypothyroidism had resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexal torsion, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bone pain, bronchitis, bronchospasm, cyst, depression, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, furuncle, hot flush, hypoaesthesia, hypothyroidism, immunosuppression, influenza like illness, insomnia, internal haemorrhage, lethargy, loss of libido, lymphadenopathy, malaise, mass, memory impairment, menopausal symptoms, mental impairment, metrorrhagia, micturition urgency, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, ovarian rupture, ovulation pain, pain, pain in extremity, painful joints, paraesthesia, pelvic pain, peripheral swelling, pneumonia, pollakiuria, procedural pain, rash, rash macular, tinnitus, urinary incontinence, uterine pain, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency, vomiting, weight increased, the first episode of fatigue, painful hips and the second episode of fatigue to be related to essure. The reporter commented: mr - four trailing coils seen in the uterus on the patient's right. There was approximately one trailing coils on the left hand. Patient tolerated the procedure well. Pathology report: a coiled 3.5 x 0.1 cm length of white metal is present within the proximal 3 cm of the left fallopian tube and within the adjacent left cornu. A second 3.5 x 0.1 cm length of coiled white metal is present within the right cornu and partially protrudes from the right fallopian tube stump. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Smear cervix - on (B)(6) 2011: results: negative. On (B)(6) 2011 : hysterosalpingogram : an essure confirmation test on sep-2014 : nickel patch test : confirmed nickel allergy ultrasound scan : an enlarged right ovary with no flow, consistent with torsion. Ruptured hemorrhagic right ovarian cyst that was not torsed at the time of the or but it looked like it was in the recent past several hours. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, pain, back pain, vaginal haemorrhage. Lot number reported is invalid (81881) lot number: 810881 manufacture date: 2010/12 expiration date: 2013/12 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: events: lethargic, ovary burst were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil pierced the tube"), device dislocation ("it migrated to the left side of my abdomen and landed on a nerve"), abdominal distension ("bloating"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("severe cramping"), back pain ("pain in back"), adnexal torsion ("ovarian torsion (bleeding and emergency surgery for ovarian torsion )"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("painful intercourse"), internal haemorrhage ("it blew up like a balloon and then ruptured causing internal bleeding and requiring emergency surgery"), immunosuppression ("immune suppression / immune issues"), pneumonia ("pneumonia") and pelvic pain ("severe and persistent pain") in a 37-year-old female patient who had essure (batch no: 81881-invalid, 810881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, chlamydial infection, dysplasia, abortion in 2009, eye operation in 1977, facial operation in 1978, tooth extraction, hypothyroidism and systemic mastocytosis. Patient denies intermenstrual bleeding or painful periods. Patient had no shaking chills or fevers. No rigors. She denied use of tobacco and alcohol. The patient denies history of fibroids, endometriosis, or previous history of ovarian cysts. Concurrent conditions included overweight and anesthesia. Concomitant products included cilest (ortho tricyclen) for birth control, beta-lactamase sensitive penicillins (penicillin) for hives and itching as well as levofloxacin (levaquin). On (B)(6) 2011, the patient had essure inserted. In january 2013, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), pneumonia (seriousness criterion medically significant), anxiety ("anxiety / mental anguish and suffering associated with my physical injuries"), the first episode of fatigue ("fatigue /extreme fatigue"), pain ("body aches"), depression ("depression"), mental impairment ("diminished brain function"), dizziness ("dizziness / I became extremely dizzy, light headed, and had fuzzy thought processes"), vertigo ("vertigo"), malaise ("frequent sicknesses"), bronchitis ("bronchitis"), alopecia ("hair loss / at the rate my hair is falling out I'll be bald by next week"), acne ("acne"), cyst ("cysts"), nausea ("nausea"), insomnia ("insomnia"), the first episode of arthralgia ("joint pain / severe pain in joints /"), loss of libido ("loss of libido"), mood swings ("mood swings"), vomiting ("vomiting"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), dry skin ("dry skin"), peripheral swelling ("swelling of legs, feet and hands"), lymphadenopathy ("swollen lymph nodes/glands"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), urinary incontinence ("incontinence / inability to empty bladder completely"), vitamin d deficiency ("vitamin d deficiency"), weight increased ("weight gain"), tinnitus ("crackling as if fluid in right ear"), amnesia ("memory loss"), memory impairment ("forgetfulness"), myalgia ("muscle pain"), bone pain ("bone pain / my muscles started to ache and so did my bones"), pain in extremity ("leg pain /pain in hands/ pain in feet"), musculoskeletal pain ("pain in shoulder"), neck pain ("pain in necks"), the second episode of arthralgia ("pain in hips") and hypothyroidism ("hypothyroidism/thyroid issues / my thyroid quit functioning within three months of implantation"). In september 2014, the patient experienced menopausal symptoms ("pre menopausal symptoms") and hot flush ("hot flashes"). On (B)(6) 2014, 3 years 6 months after insertion of essure, the patient experienced procedural pain ("pain from surgery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), immunosuppression (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), the second episode of fatigue ("I had the essure birth control device. Almost killed me. I was in bed for about three months. Then I found crystals"), furuncle ("boils"), feeling abnormal ("brain fog / my brain was so foggy from the nickel allergy that I would stumble through simple things"), allergy to metals ("allergy to nickel / I had severe heavy metal poisoning from the birth control device essure. It has nickel and I had no idea I was allergic"), rash ("rashes"), mass ("bumps"), vaginal discharge ("foul discharge"), metrorrhagia ("metrohhagia"), uterine pain ("pain in my uterus like a burning/stabbing"), ovulation pain ("painful ovulation"), influenza like illness ("I have flu-like symptoms for 1-2 weeks"), rash macular ("my face became blotchy"), asthenia ("weakness") and bronchospasm ("acute bronchospasm"). The patient was treated with surgery (partial hysterectomy, emergency surgery to remove ovary). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, abdominal pain, back pain, adnexal torsion, dysmenorrhoea, internal haemorrhage, immunosuppression, pneumonia, pelvic pain, the last episode of fatigue, malaise, bronchitis, acne, cyst, furuncle, insomnia, loss of libido, mood swings, vomiting, dry skin, peripheral swelling, lymphadenopathy, micturition urgency, pollakiuria, urinary incontinence, vitamin d deficiency, weight increased, tinnitus, amnesia, memory impairment, myalgia, menopausal symptoms, hot flush, bone pain, pain in extremity, musculoskeletal pain, neck pain, the last episode of arthralgia, procedural pain, allergy to metals, rash, mass, vaginal discharge, metrorrhagia, uterine pain, ovulation pain, influenza like illness, rash macular, asthenia and bronchospasm outcome was unknown and the abdominal distension, dyspareunia, anxiety, pain, depression, mental impairment, dizziness, vertigo, alopecia, nausea, hypoaesthesia, paraesthesia, feeling abnormal and hypothyroidism had resolved. The reporter considered abdominal distension, abdominal pain, acne, adnexal torsion, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bone pain, bronchitis, bronchospasm, cyst, depression, device dislocation, dizziness, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, furuncle, hot flush, hypoaesthesia, hypothyroidism, immunosuppression, influenza like illness, insomnia, internal haemorrhage, loss of libido, lymphadenopathy, malaise, mass, memory impairment, menopausal symptoms, mental impairment, metrorrhagia, micturition urgency, mood swings, musculoskeletal pain, myalgia, nausea, neck pain, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pneumonia, pollakiuria, procedural pain, rash, rash macular, tinnitus, urinary incontinence, uterine pain, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency, vomiting, weight increased, the first episode of arthralgia, the first episode of fatigue, the second episode of arthralgia and the second episode of fatigue to be related to essure. The reporter commented: mr - four trailing coils seen in the uterus on the patient's right. There was approximately one trailing coils on the left hand. Patient tolerated the procedure well. Pathology report: a coiled 3.5 x 0.1 cm length of white metal is present within the proximal 3 cm of the left fallopian tube and within the adjacent left cornu. A second 3.5 x 0.1 cm length of coiled white metal is present within the right cornu and partially protrudes from the right fallopian tube stump. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Smear cervix - on 13-jan-2011: negative on (B)(6) 2011 : hysterosalpingogram : an essure confirmation test on sep-2014 : nickel patch test : confirmed nickel allergy ultrasound scan : an enlarged right ovary with no flow, consistent with torsion. Ruptured hemorrhagic right ovarian cyst that was not torsed at the time of the or but it looked like it was in the recent past several hours. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, pain, back pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation (the coil pierced the tube), adnexal torsion ("ovarian torsion"), bedridden (I had the essure birth control device. Almost killed me. I was in bed for about three months. Then I found crystals), internal haemorrhage (it blew up like a balloon and then ruptured causing internal bleeding and requiring emergency surgery), embedded device (it migrated to the left side of my abdomen and landed on a nerve) and immunosuppression ("immune suppression"),pneumonia ("pneumonia") in a female patient who had essure (batch no. 81881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, chlamydial infection, dysplasia, abortion in 2009, eye operation in 1977, facial operation in 1978, tooth extraction, hypothyroidism and systemic mastocytosis. Patient denies intermenstrual bleeding or painful periods. Patient had no shaking chills or fevers. No rigors. She denied use of tobacco and alcohol. The patient denies history of fibroids, endometriosis, or previous history of ovarian cysts. Concurrent conditions included overweight and anesthesia. Concomitant products included cilest (ortho tricyclen) for birth control, beta-lactamase sensitive penicillins (penicillin) for hives and itching as well as levofloxacin (levaquin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced, anxiety ("anxiety"), fatigue ("fatigue"), pain ("body aches"), abdominal distension ("bloating"), depression ("depression"), cerebral disorder ("diminished brain function"), dizziness ("dizziness"), vertigo ("vertigo"), malaise ("frequent sicknesses"), pneumonia ("pneumonia"), bronchitis ("bronchitis"), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), acne ("acne"), cyst ("cysts"), nausea ("nausea"), insomnia ("insomnia"), arthralgia ("joint pain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vomiting ("vomiting"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced adnexal torsion (seriousness criteria medically significant and intervention required), immunosuppression (seriousness criterion medically significant), furuncle ("boils"), dry skin(¿dry skin ¿), peripheral swelling(¿swelling of legs, feet and hands ¿), lymphadenopathy(¿swollen lymph nodes/glands ¿), micturition urgency(¿urinary urgency ¿), pollakiuria(¿urinary frequency ¿), incontinence(¿incontinence¿), vitamin d deficiency(¿vitamin d deficiency¿), weight increased(¿weight gain¿), tinnitus(¿crackling as if fluid in right ear¿), amnesia(¿memory loss ¿), memory impairment(¿forgetfulness¿), myalgia(¿muscle pain¿), bone pain(¿bone pain ¿), pain in extremity(¿leg pain¿), musculoskeletal pain(¿pain in shoulder ¿), neck pain(¿pain in necks ¿), back pain(¿pain in back¿), arthralgia(¿pain in hips¿)and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced hot flush(hot flashes) and menopausal symptoms(¿pre menopausal symptoms¿). In (B)(6) 2014, the patient experienced procedural pain(¿pain from surgery¿). On unknown date the patient experienced allergy to metals (¿allergy to nickel¿), rash(¿rashes¿), mass(¿bumps¿), vaginal discharge (¿foul discharge¿), hypothyroidism (¿hypothyroidism¿), metrorrhagia(¿metrohhagia¿), uterine pain (¿pain in my uterus like a burning/stabbing¿), ovulation pain(¿painful ovulation¿), influenza like illness(¿I have flu-like symptoms for 1-2 weeks¿), fallopian tube perforation(seriousness criteria medically significant and intervention required), bedridden(seriousness criteria medically significant), rash macular (¿my face became blotchy¿), internal haemorrhage(seriousness criteria medically significant and intervention required), embedded device(seriousness criteria medically significant) the patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the anxiety, fatigue, pain, abdominal distension, depression, cerebral disorder, dizziness, vertigo, alopecia, thyroid disorder, nausea, hypoaesthesia, paraesthesia, dyspareunia and feeling abnormal had resolved and adnexal torsion, immunosuppression, malaise, pneumonia, bronchitis, acne, furuncle, insomnia, arthralgia, loss of libido, mood swings, peripheral swelling, lymphadenopathy, micturition urgency, pollakiuria, incontinence, vitamin d deficiency, weight increased, tinnitus, amnesia, memory impairment, myalgia, bone pain, pain in extremity, musculoskeletal pain, neck pain, back pain, arthralgia, hot flush, menopausal symptoms, procedural pain, allergy to metals, rash, mass, vaginal discharge, hypothyroidism, metrorrhagia, uterine pain, ovulation pain, influenza like illness, fallopian tube perforation, bedridden, rash macular, internal haemorrhage, embedded device and vomiting outcome was unknown. The reporter considered anxiety, fatigue, pain, abdominal distension, depression, cerebral disorder, dizziness, vertigo, alopecia, thyroid disorder, nausea, hypoaesthesia, paraesthesia, dyspareunia , feeling abnormal , adnexal torsion, immunosuppression, malaise, pneumonia, bronchitis, acne, furuncle, insomnia, arthralgia, loss of libido, mood swings, peripheral swelling, lymphadenopathy, micturition urgency, pollakiuria, incontinence, vitamin d deficiency, weight increased, tinnitus, amnesia, memory impairment, myalgia, bone pain, pain in extremity, musculoskeletal pain, neck pain, back pain, arthralgia, hot flush, menopausal symptoms, procedural pain, allergy to metals, rash, mass, vaginal discharge, hypothyroidism, metrorrhagia, uterine pain, ovulation pain, influenza like illness, fallopian tube perforation, bedridden, rash macular, internal haemorrhage, embedded device and vomiting to be related to essure. The reporter commented: pfs - patient received treatment for pre ovarian torsion symptoms(partial hysterectomy), ovarian torsion (emergency surgery to remove ovary) patient received treatment as partial hysterectomy for pre ovarian torsion symptoms, bone pain, leg pain, pain in hands, pain in feet, pain in shoulder, pain in necks, pain in back, pain in hips. Mr - four trailing coils seen in the uterus on the patient's right. There was approximately one trailing coils on the left hand. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Smear cervix - on (B)(6) 2011: negative. On (B)(6) 2011 : hysterosalpingogram : an essure confirmation test. On (B)(6) 2014 : nickel patch test : confirmed nickel allergy. Ultrasound scan : an enlarged right ovary with no flow, consistent with torsion. Ruptured hemorrhagic right ovarian cyst that was not torsed at the time of the or but it looked like it was in the recent past several hours. Most recent follow-up information incorporated above includes: on 11-dec-2017: correction to valid following company internal routine quality monitoring. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation (the coil pierced the tube), adnexal torsion ("ovarian torsion"), bedridden (I had the essure birth control device. Almost killed me. I was in bed for about three months. Then I found crystals), internal haemorrhage (it blew up like a balloon and then ruptured causing internal bleeding and requiring emergency surgery), embedded device (it migrated to the left side of my abdomen and landed on a nerve) and immunosuppression ("immune suppression"),pneumonia ("pneumonia") in a female patient who had essure (batch no. 81881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, chlamydial infection, dysplasia, abortion in 2009, eye operation in 1977, facial operation in 1978, tooth extraction, hypothyroidism and systemic mastocytosis. Patient denies intermenstrual bleeding or painful periods. Patient had no shaking chills or fevers. No rigors. She denied use of tobacco and alcohol. The patient denies history of fibroids, endometriosis, or previous history of ovarian cysts. Concurrent conditions included overweight and anesthesia. Concomitant products included cilest (ortho tricyclen) for birth control, beta-lactamase sensitive penicillins (penicillin) for hives and itching as well as levofloxacin (levaquin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced, anxiety ("anxiety"), fatigue ("fatigue"), pain ("body aches"), abdominal distension ("bloating"), depression ("depression"), cerebral disorder ("diminished brain function"), dizziness ("dizziness"), vertigo ("vertigo"), malaise ("frequent sicknesses"), pneumonia ("pneumonia"), bronchitis ("bronchitis"), alopecia ("hair loss"), thyroid disorder ("thyroid issues"), acne ("acne"), cyst ("cysts"), nausea ("nausea"), insomnia ("insomnia"), arthralgia ("joint pain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vomiting ("vomiting"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced adnexal torsion (seriousness criteria medically significant and intervention required), immunosuppression (seriousness criterion medically significant), furuncle ("boils"), dry skin(¿dry skin ¿), peripheral swelling(¿swelling of legs, feet and hands ¿), lymphadenopathy(¿swollen lymph nodes/glands ¿), micturition urgency(¿urinary urgency ¿), pollakiuria(¿urinary frequency ¿), incontinence(¿incontinence¿), vitamin d deficiency(¿vitamin d deficiency¿), weight increased(¿weight gain¿), tinnitus(¿crackling as if fluid in right ear¿), amnesia(¿memory loss ¿), memory impairment(¿forgetfulness¿), myalgia(¿muscle pain¿), bone pain(¿bone pain ¿), pain in extremity(¿leg pain¿), musculoskeletal pain(¿pain in shoulder ¿), neck pain(¿pain in necks ¿), back pain(¿pain in back¿), arthralgia(¿pain in hips¿)and feeling abnormal ("brain fog").in (B)(6) 2014, , the patient experienced hot flush(hot flashes) and menopausal symptoms(¿pre menopausal symptoms¿). In (B)(6) 2014 , the patient experienced procedural pain(¿pain from surgery¿). On unknown date the patient experienced allergy to metals(¿allergy to nickel¿), rash(¿rashes¿), mass(¿bumps¿), vaginal discharge(¿foul discharge¿), hypothyroidism(¿hypothyroidism¿), metrorrhagia(¿metrohhagia¿), uterine pain(¿pain in my uterus like a burning/stabbing¿), ovulation pain(¿painful ovulation¿), influenza like illness(¿I have flu-like symptoms for 1-2 weeks¿), fallopian tube perforation(seriousness criteria medically significant and intervention required), bedridden(seriousness criteria medically significant), rash macular(¿my face became blotchy¿), internal haemorrhage(seriousness criteria medically significant and intervention required), embedded device(seriousness criteria medically significant) the patient was treated with surgery (underwent hysterectomy).essure was removed on (B)(6) 2014. At the time of the report, the anxiety, fatigue, pain, abdominal distension, depression, cerebral disorder, dizziness, vertigo, alopecia, thyroid disorder, nausea, hypoaesthesia, paraesthesia, dyspareunia and feeling abnormal had resolved and adnexal torsion, immunosuppression, malaise, pneumonia, bronchitis, acne, furuncle, insomnia, arthralgia, loss of libido, mood swings, peripheral swelling, lymphadenopathy, micturition urgency, pollakiuria, incontinence, vitamin d deficiency, weight increased, tinnitus, amnesia, memory impairment, myalgia, bone pain, pain in extremity, musculoskeletal pain, neck pain, back pain, arthralgia, hot flush, menopausal symptoms, procedural pain, allergy to metals, rash, mass, vaginal discharge, hypothyroidism, metrorrhagia, uterine pain, ovulation pain, influenza like illness, fallopian tube perforation, bedridden, rash macular, internal haemorrhage, embedded device and vomiting outcome was unknown. The reporter considered anxiety, fatigue, pain, abdominal distension, depression, cerebral disorder, dizziness, vertigo, alopecia, thyroid disorder, nausea, hypoaesthesia, paraesthesia, dyspareunia , feeling abnormal , adnexal torsion, immunosuppression, malaise, pneumonia, bronchitis, acne, furuncle, insomnia, arthralgia, loss of libido, mood swings, peripheral swelling, lymphadenopathy, micturition urgency, pollakiuria, incontinence, vitamin d deficiency, weight increased, tinnitus, amnesia, memory impairment, myalgia, bone pain, pain in extremity, musculoskeletal pain, neck pain, back pain, arthralgia, hot flush, menopausal symptoms, procedural pain, allergy to metals, rash, mass, vaginal discharge, hypothyroidism, metrorrhagia, uterine pain, ovulation pain, influenza like illness, fallopian tube perforation, bedridden, rash macular, internal haemorrhage, embedded device and vomiting to be related to essure. The reporter commented: pfs - patient received treatment for pre ovarian torsion symptoms(partial hysterectomy), ovarian torsion (emergency surgery to remove ovary) patient received treatment as partial hysterectomy for pre ovarian torsion symptoms, bone pain, leg pain, pain in hands, pain in feet, pain in shoulder, pain in necks, pain in back, pain in hips. Mr - four trailing coils seen in the uterus on the patient's right. There was approximately one trailing coils on the left hand. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Smear cervix - on (B)(6) 2011: negative. On (B)(6) 2011 : hysterosalpingogram : an essure confirmation test. On (B)(6) 2014 : nickel patch test : confirmed nickel allergy. Ultrasound scan : an enlarged right ovary with no flow, consistent with torsion. Ruptured hemorrhagic right ovarian cyst that was not torsed at the time of the or but it looked like it was in the recent past several hours. Most recent follow-up information incorporated above includes: on 14-nov-2017:events anxiety, fatigue, body aches, bloating, severe and persistent pain, depression, dizziness, vertigo, diminished brain function, frequent sicknesses, pneumonia, bronchitis, hair loss, thyroid issues, immune suppression, cysts, acne, nausea, boils, dry skin, insomnia, joint pain, loss of libido, mood swings, vomiting, numbness in extremities, tingling in extremities, painful intercourse, brain fog, ovarian torsion, brain fog, dry skin, swelling of legs, feet and hands, swollen lymph nodes/glands, urinary urgency, urinary frequency, incontinence / inability to empty bladder completely, vitamin d deficiency, weight gain, crackling as if fluid in right ear, memory loss, forgetfulness, muscle pain, pre menopausal symptoms, hot flashes, bone pain, leg pain /pain in hands/ pain in feet, pain in shoulder, pain in necks, pain in back, pain in hips, pain from surgery, allergy to nickel, rashes, bumps, foul discharge, hypothyroidism, metrohhagia, pain in my uterus like a burning/stabbing, painful ovulation, I have flu-like symptoms for 1-2 weeks, the coil pierced the tube, I had the essure birth control device. Almost killed me. I was in bed for about three months. Then I found crystals, my face became blotchy, it blew up like a balloon and then ruptured causing internal bleeding and requiring emergency surgery, it migrated to the left side of my abdomen and landed on a nerve, reporter, medical history, concomitant condition, concomitant drug added from pfs and mr. Product start date updated, lot number added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.